Event description:
The field engineer reported that the system intermittently was not booting up and would display communication error messages. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply contacts were cleaned and adjusted. The sys was then found to be operating as intended.